Event description:
Caller reported a minimum fill notification without causing an adverse impact to the customer's blood glucose level. Initially, attempts to reload the same cartridge were unsuccessful even after cleaning the pneumatic tap area as instructed. Technical support then guided the caller through the process of filling and loading a new cartridge, which successfully resolved the issue, allowing the caller to resume insulin delivery. Cts to replace pump. Customer will continue to use current pump.